Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open left hemicolectomy procedure, a leak was discovered. The patient was returned to the operating room to resolve the leak.